Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional information: e1 - initial reporter phone: (B)(6).

Event description:
It was reported that a plum 360¿ is showing that it is infusing but it is not actually pumping during start-up. There was no patient involved, no adverse reaction or need for medical intervention, and no delay in therapy.

Manufacturer narrative:
On (B)(6) 2023 could not confirm the customer¿s complaint that the device is not delivering fluid during infusion. The device passed the self-test with no error alarms. The device passed pvt tests including volume accuracy and distal occlusion. Results are in the pci functional testing section. The device is functioning per design. A probable cause for the device not delivering fluid during an infusion was not found. During inspection found the front enclosure, fluid shield, and cassette door were damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, fluid shield, and cassette door. The probable cause is physical damage consistent with normal wear and tear.